Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. There was no reported impact to the customer's blood glucose level. Prior to troubleshooting with tandem technical support, the issue resolved itself and the customer continued to use the pump for insulin therapy.